Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 300 mg/dl to 400 mg/dl. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Transmitter did not blink when placed on the charger. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.

Manufacturer narrative:
The initial report had the incorrect date in 'date received by MFR' section. The correct date is august 24, 2020. (B)(4).